Manufacturer narrative:
Innovative health llc became aware on 08-july-2024 of a reprocessed agilis nxt steerable introducer reported to have blood flowing out through the bleed-back valve upoon placing the sheath into the patient. A review of the process control record was performed and no anomalies were noted. Innovative health received the device for investigation on 12-july-2024. The device was visually inspected and a tear was noted in the outermost hemostasis valve on the device. No other damage or defects were noted. Leak testing was performed on the device as part of the investigation and the sheath failed to meet the acceptance criteria. No injuries were reported. Per the instructions for use, "do not remove dilator or catheter rapidly. Damage to the bleedback valve may occur."

Event description:
It was reported that upon placing the agilis sheath into the patient, there was blood flowing out through the bleed-back valve. No injuries were reported.